Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, during the rotation test, the device alarmed with an e630 (screw rotation error) error code. Ther were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.